Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered two shocks as inappropriate therapy for the patients atrial fibrillation (af), with some oversensing noted during the af. The shocks accelerated the patients rhythm into the ventricular fibrillation (vf) and four shocks were delivered and converted the rhythm. Technical services (ts) was consulted and discussed stored data. At a later date, a defibrillation threshold (dft) test was performed and it failed to convert the patients rhythm and the patient was externally converted but it was unsuccessful and the induced vf ultimately self terminated. A reverse polarity shock was performed which was successful in converting the patients rhythm. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered two shocks as inappropriate therapy for the patients atrial fibrillation (af), with some oversensing noted during the af. The shocks accelerated the patients rhythm into the ventricular fibrillation (vf) and four shocks were delivered and converted the rhythm. Technical services (ts) was consulted and discussed stored data. At a later date, a defibrillation threshold (dft) test was performed and it failed to convert the patients rhythm and the patient was externally converted but it was unsuccessful and the induced vf ultimately self terminated. A reverse polarity shock was performed which was successful in converting the patients rhythm. This device remains in service. No additional adverse patient effects were reported.